Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code(s)/wrench code(s)) has been confirmed. A service code 105 was confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The j1001 connector on ca board is both broken and pins inside were bent. The root cause for the damaged connector was excessive force. There was no adverse event that resulted from the damaged monitor.